Event description:
It was reported that the patient underwent a posterior spinal fusion at t4-t10 to treat malignant fibrous histiocytoma at t7. It was reported that the patient underwent a revision surgery approximately 11 months post-op due to screw loosening, screw breakage, cage subsidence as well as recurrent malignant fibrous histiocytoma that was observed at t6 level. The posterior instrumentation was extended to t2-t11 in conjunction with nesplong cable. The screws at t6 and t9 on the right side were replaced with larger screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 55840004030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.